Event description:
An eye care professional reported that a patient reported having experienced a corneal abrasion which required a 2 day hospitalization for unspecified treatment associated with wear of fresh look colorblends contact lenses. Request has been made for additional information, however, no further information was provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a significant corneal abrasion." Four opened (used) lenses were returned for investigation & were found to met specification for all tests performed. As there was no lot number provided, no detailed manufacturing investigation can be performed.